Event description:
The customer complained of low blood glucose levels. The reported blood glucose reading was 58 mg/dl. During the phone call, the customer's blood glucose levels continued to drop. The customer was advised to drink orange juice to treat the low blood glucose, and paramedics were called to the scene. After the paramedics arrived, the customer was advised to revert to a backup plan until troubleshooting could be performed on the insulin pump. The customer called back to perform troubleshooting, and the insulin pump was programmed correctly. The customer stated that prior to the event he had just switched insulin from humalog to novolog. The customer was advised to discuss the low blood glucose levels with his doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.